Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: 02-010-01-0350 logic femoral ps cem right sz 5. 02-012-45-5050 lgc tibial fit tray cem sz 5f / 5t. 200-02-41 three peg patella 41mm. Femoral stem.

Event description:
As reported by the equinoxe shoulder study, approximately 7.5 years post op the initial tsa, this 58 y/o male patient was revised due to osteolysis. Patient had osteolysis posterior medial tibia. Femoral, patella, tibial insert and tibial tray were revised. He was a competitive slalom water skier. The case report form indicates this event is possibly related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: h3: event was determined to be a duplicate of 1038671-2021-00287 / (B)(4).